Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 303 analytical unit. The initial result was 1.90 mmol/l. The physician questioned the result as it did not correspond to the patient¿s clinical condition. The repeat result was 4.58 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The gluc3 reagent lot number was 882312 with an expiration date of 31-aug-2026. The customer cleaned the sample probe internally, and the issue was resolved. The investigation determined the event was due to a contaminated sample probe.